Event description:
It was observed during device evaluation, the colonovideoscope had white residue in air/ water channel and had scope communication error 216. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for scope communication error 216 is traced to electrical component failure and for the white residue is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.